Manufacturer narrative:
The device was received with no patient tracing files. A system placement test was performed and the devices passed the tracing test. Unable to repeat the placement failure; furthermore, the device was returned as is without quality control (qc) inspection. Root cause could not be determined. All information reasonably known as of 08-apr-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported serial number, (B)(4), in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 10-feb-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). The device was not returned.

Event description:
Avanos medical, inc. Received a single report that referenced two different incidences, which were associated with separate units, involving two different events. This is the first of two reports. Refer to 3011270181-2022-00008 for the second event. It was reported a pneumothorax occurred during use of the cortrak (eas) device additional information received 28-jan-2022 stated the at 13:00 the registered nurse (rn) inserted cortrak device per facility protocol and the tracing appeared to be in the patient's stomach. Other rn¿s in the room helped keep the patient calm and head stabilized. The rn retraced the guidewire to confirm placement and noted the pattern was not in the stomach. The patient went into respiratory distress. The rn immediately removed tube, called a rapid response emergency alert, and ordered an x-ray. The x-ray confirmed a left sided pneumothorax. A chest tube was placed at 14:14. The patient died on (B)(6) 2022 as a result of acute hypoxic respiratory failure secondary to covid-19 pneumonia and chronic obstructive pulmonary disease (copd).

Manufacturer narrative:
All information reasonably known as of 20-may-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.